Manufacturer narrative:
Upon visual inspection, the device was found to have widespread internal corrosion and shattered bearing. The device was discarded by the manufacturer.

Event description:
It was reported that during pre-surgery set-up the pin collet was producing metal flakes. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.